Manufacturer narrative:
Age at time of event: around (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the catheter shaft. The stent was not returned with the device. There is evidence that the stent was deployed by the customer site due to the pull handle being at it farthest travel. There is no indication that this device failed to function as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the stent inadvertently deployed. A 9x20x120 epic vascular stent was selected for a procedure in the right superficial femoral artery (sfa). After the stent was opened and prepared, it was observed that the stent inadvertently partially deployed outside the patient. The procedure was completed with ballooning and went well. There were no patient complications and the patient was fine.